Event description:
Subsequently to the initially filed emdrs, additional information was provided: the first prostyle got stuck but was able to be removed once the physician applied force. A second prostyle device was attempted and also got stuck. Force was applied leading to the device breaking. The prostyle device was dismantled in an attempt to remove it prior to the patient going to surgery. The patient was taken to surgery to remove the broken device and repair the vessel. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported guide break was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Additionally, the pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the IFU states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to challenging anatomical conditions. The patient effects of hemorrhage and vascular dissection are listed in the prostyle IFU as potential adverse events associated with use of the suture mediated closure devices. The patients effects and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D09, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
H6: device code 1494 clarifier - indication for use. H6: device code 2017 clarifier - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure with an impella using a 14f sheath. Both devices got stuck. Force was applied to remove the devices resulting in one of them breaking [guide break]. The patient was taken to surgery to remove the broken device. Due to the issues with the prostyle devices, the vessel dissected and there was massive bleeding from the access site requiring a graft. Hemostasis was achieved surgically. No additional information was provided.